Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. No reported adverse impact to the customer¿s blood glucose. The customer received a replacement wall adapter and charging cable to resolve the issue.